Manufacturer narrative:
The device evaluation found that the faulty charged coupled device was causing the image to be green/purple colored. In addition cuts were found in the video cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The root cause of the defective ccd cannot conclusively be determined. However, the colored image defect is a known problem and based on previous investigations, the following are potential causes: 1. Unacceptable tension in the area of the ¿ccd wire holder¿ assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer ¿ccd-holder to bumper sleeve. - unacceptable tension in the area of the ¿ccd wire holder¿ assembly due to an asymmetrical alignment of the spring to ccd-holder before the bumper sleeve is joined. - pre-existing damage to the ¿ccd wire holder¿ assembly due to using a suboptimal adhesive device. Several changes were implemented including optimization of the bumper sleeve bonding and updated jigs. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device. This report is being supplemented to provide additional information obtained from the customer and completion of investigation.

Event description:
The customer reported that the scope has a faulty image and crackles when plugged in. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: faulty charged coupled device was causing the image to be green/purple colored. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device evaluation found that the faulty charged coupled device was causing the image to be green/purple colored. In addition cuts were found in the video cable. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.